Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03jul2024.

Event description:
Healthcare professional reported left side rupture, lymphadenopathy, peri-implant collection and "textured implant". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of lymphadenopathy and seroma were unable to be observed as they are physiological complications.

Event description:
Healthcare professional reported left side rupture, lymphadenopathy, peri-implant collection and "textured implant". The device has been explanted.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, seroma-late, lymphadenopathy.

Event description:
Healthcare professional reported left side rupture, textured implant, lymphadonpathy, peri-implant collection. Device remains implanted.